Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pull ring cap of an amia cassette had fallen off the patient line. This was noticed during priming of peritoneal dialysis therapy. The patient stated that the caps were always loose and fall off. Renal therapy services (rts) assisted the patient with ending therapy and advised to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
Additional information: h6. H10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.